Event description:
A surgeon reported that a patient had two intraocular lenses (iol) implanted in the same eye approximately 2.5 yrars ago. It was reported that cell growth was noted between the piggyback lenses. The lenses were removed. Additional information has been requested. The use of two lenses in one eye is not included in the labeling of this product.

Event description:
The surgeon provided additional info and ndicated the pt's outcome was excellent. The pt's visual acuity (va) prior to surgery was 20/70. The pt's va after surgery was 20/40.